Manufacturer narrative:
An event regarding instability involving a duracon insert was reported. The event was confirmed. Method & results: device evaluation and results: based on a photograph of the insert provided, the insert shows gross wear, in particular along the posterior aspect of the bearing surface. There is additional damage on the bearing surface, most likely associated with explantation damage. Medical records received and evaluation: medical review indicated that complex malalignment and malposition of devices (baseplate especially) has contributed to instability in the knee with pain requiring revision. Conclusions: medical review has indicated that complex malalignment and malposition of devices (baseplate especially) has contributed to instability in the knee with pain requiring revision. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stability and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Stability and pain.